Event description:
Complainant alleged that the device displayed a "poor pad contact" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, the multifunction cable was returned. Testing of the multifunction cable was unable to duplicate the reported condition. A replacement cable was sent to the customer. The customer was contacted, and stated that the replacement cable fixed the reported condition. No trend is associated with reports of this type.